Manufacturer narrative:
This report is for alternative summary reporting under exemption number e2015044. Patient sex: males 7, females 4, unknown 21. (B)(4). A review of the device history record for the lot numbers provided revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The lots met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. No corrective actions will be taken.

Event description:
This report summarizes 32 balloon loss of pressure malfunctions which occurred with the mynxgrip vascular closure device. No patient injury was reported in any of the reported events.